Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. The longevity had decreased from seven years to 2.5 years in the span of a year. The device was evaluated on 17 august 2021. Technical services review of device data confirmed the power consumption had been gradually increasing and is higher than expected. A replacement procedure has been scheduled out approximately 60 days. This device will be replaced and returned for analysis. When additional information is available regarding this device, an updated report will be provided. It was additionally reported that the pacemaker was successfully explanted and replaced. It was returned to the manufacturer for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. The longevity had decreased from seven years to 2.5 years in the span of a year. The device was evaluated on 17 august 2021. Technical services review of device data confirmed the power consumption had been gradually increasing and is higher than expected. A replacement procedure has been scheduled out approximately 60 days. This device will be replaced and returned for analysis. When additional information is available regarding this device, an updated report will be provided. It was additionally reported that the pacemaker was successfully explanted and replaced. It is expected to be returned to the manufacturer for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. The longevity had decreased from seven years to 2.5 years in the span of a year. The device was evaluated on 17 august 2021. Technical services review of device data confirmed the power consumption had been gradually increasing and is higher than expected. A replacement procedure has been scheduled out approximately 60 days. This device will be replaced and returned for analysis. When additional information is available regarding this device, an updated report will be provided.